Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states during hemodialysis the machine alarmed and a blood leakage was noticed due to a rupture in the set. The therapy was stopped, the catheter changed and the patient was discharged normally.